Event description:
It was reported that during a new system upgrade procedure the new cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were attempted implants due to observations of oversensing of the atrial signal on the ventricular channel that was causing pacing inhibition and asystole. Subsequently, the new device and lead were not used and replaced successfully prior to wound closure. No adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right ventricular setscrew seal plugs. The setscrews were verified to hold the connector end in place when tightened. Next, the pacing and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. The hole in the seal plugs allowed fluid into the sensing pathway, which was the cause for the intermittent sensing issues observed during implant.